Manufacturer narrative:
Device is a combination product.   (B)(4)   device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was pushed distally on the balloon. As a result the proximal edge of the stent was positioned 5mm distal to the proximal markerband. The distal end of the stent was extended over the distal markerband by 2mm. Stent struts appeared damaged and deformed along the full length of the stent. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 04-may-2017 it was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A non-bsc guidewire crossed the lesion. Predilation was performed with a 2.0x15mm balloon catheter. A 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.5x22mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.